Event description:
It was reported that the patient was experiencing pain in the shoulder. The patient underwent an explant procedure wherein all devices were removed and were discarded. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The suspect medical device reported in this MDR form was not yet removed from the patients body as the procedure did not take place. The boston scientific representative sent out the wrong data. This should not have been reported on a 3500a MDR form.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain in the shoulder. The patient underwent an explant procedure wherein all devices were removed and were discarded. No further information has been obtained despite good faith efforts.